Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readints of 3.4 and 17.3 mmol/l within a ten minute timeframe. When plotting each value against the average on a parkes error grid the results rall in the `c' zone showing the difference to be clinically significant.